Event description:
It was reported that prior to a coronary stent procedure, the catheter appears to be in the wrong color box. It is in a purple box and should be in a yellow box. No pt injuries or complications occurred.